Event description:
It was reported that in 2003, the implant showed 'poor coupling to the implant', but that the pt was reacting to sound. However upon further investigation it seems that the pt was only able to hear on the contra-lateral side where they only have moderate hearing loss.